Manufacturer narrative:
A ge svc rep performed an on site investigation. The vertical lift column was replaced during the svc call.

Event description:
The customer reported that the vertical lift on the 9800 sys would intermittently not work. No pt injury was reported.